Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered for atrial intrinsic amplitude out of range. Atrial sensing confirmed on presenting electrogram with farfield r-wave signals appropriately blanked. There was a false atrial tachycardia response (atr) stored episode due to farfield r-wave oversensing (ffrwos). The atrial rate did increase; however, the actual rate was lower than the atr cutoff rate of 170 bpm. Device battery status is good and other lead measurements satisfactory. The observations were documented and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to provide patient details. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered for atrial intrinsic amplitude out of range. Atrial sensing confirmed on presenting electrogram with farfield r-wave signals appropriately blanked. There was a false atrial tachycardia response (atr) stored episode due to farfield r-wave oversensing (ffrwos). The atrial rate did increase; however, the actual rate was lower then the atr cutoff rate of 170 bpm. Device battery status is good and other lead measurements satisfactory. The observations were documented and the system remains in service. No adverse patient effects were reported.